Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device replacement due to eri, externalized conductors were observed. No electrical anomaly was noted. Stretched proximal coil was also noted under radioscopy. Lead remained implanted and active. Patient was stable.